Event description:
It was reported that during a lap. Chole. Procedure, the clips were malformed. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).